Manufacturer narrative:
Testing was performed on retained kit lot 160515 with the following internal whole blood control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 160515 were reviewed. Release testing was valid and the lot was found to be performing as expected. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 160515 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue.

Event description:
Customer reported conflicting results on a fingerstick whole blood sample tested with the alere determine (B)(6) ag/ab combo. The same sample was used to perform two tests. The first test result was (B)(6) for ag/ab, and the second test was (B)(6). It is unknown how much time elapsed between the two tests, but it is possible they occurred on the same day. A 4th generation (B)(6) test with venipuncture sample was (B)(6). Based on the information available in the case, it appears a malfunction may have occurred with one of the two conflicting alere determine (B)(6) combo tests. Patient was male transitioning to female transgender individual, with treatment and patient outcome unknown. This MDR is a retrospective filing in response to an FDA observation from an FDA inspection conducted february 26th to march 2nd, 2018 at (B)(4).